Event description:
A non-healthcare professional reported that during a trabecular stent implantation procedure, the microstent did not disengage or release as intended. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).